Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt was fully functional upon receipt. The device ECG acquisition and pulse delivery circuitry was fully functional. The investigation included a review of downloaded device data. Based on the available information, there is no indication of a device malfunction.

Event description:
A us distributor contacted zoll to report that the patient was treated by the lifevest on (B)(6) 2015 and passed away on (B)(6) 2015 while in the hospital. The lifevest delivered two treatments at 06:09:51 and 06:10:38 on (B)(6) 2015. The rhythm at the time of the treatments was asystole with intermittent cardiac activity. The second treatment converted the asystole to an idioventricular rhythm (30 bpm) with intermittent asystole. Asystole is considered a non-treatable rhythm. The intermittent cardiac activity contributed to the false detections. The response buttons were not used. The patient was in the hospital and sedated after the event. The patient was issued a replacement lifevest after the event. The patient subsequently passed away at approximately 3:30am on (B)(6) 2015. The patient's rhythm at the time of death degraded to asystole, which is considered a non-treatable rhythm. There is no indication that the treatments during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatments were delivered.